Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had cubie failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter phone a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the retractor band was defective. A field service engineer inspected the auxiliary drawer after removing it from the station. The engineer replaced the retractor band, reinstalled the drawer, and powered on the system. Hardware test application (hta) was used to test all lids in drawer 1, which opened successfully. A pocket functional test was performed, and the passing results were saved. The medstation was rebooted, and the customer successfully logged in and recovered the drawer failure. Proactive preventive maintenance was performed. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had cubie failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.